Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The user facility reported a 78-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed sepsis. The sepsis and relationship to the impella could not be proven or determined by the japanese team as there were multiple catheters inserted during the hospitalization. Later the patient expired from unrelated to the use of impella causes. The pump was known to support malfunction free, and as such the death will be unrelated.

Manufacturer narrative:
The investigation into the patient's sepsis has been completed. Product was not returned for evaluation. As the necessary clinical information was not provided, the root cause of the infection/sepsis was not determined. Added h6 component code f6 and f8 should have been blank.

Manufacturer narrative:
Corrections to the initial MFR report #1220648-2023-03455: b2-selected death and added date of patient death b5-it was initially reported that the patient expired and the death was unrelated to use. However, medical safety officer reviewed the patient death. Statement provided in b5. Added- d6a/d6b. H1-type of reportable event changed to death. H6 impact code 1802.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.